Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation showed that the display screen was dim and discolored. A test display was used for investigation and was found to function appropriately. Unrelated to the display issue, evaluation revealed that the pump case was cracked at the top-right corner of the display lens. A leak was found during a leak test. The pump was opened and moisture was visible inside the pump compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).